Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was 430 mg/dl. As a result, the customer was hospitalized on (B)(6) 2026 and was treated with insulin and medication for a swollen kidney which resolved the issue with no injury or permanent damage identified. At the time of report, the customer had not yet been released from the hospital. To address the occlusion issue, the customer changed the infusion set and cartridge and resumed insulin administration. Ultimately, the pump was replaced and the customer reverted to an alternate method of insulin therapy.